Manufacturer narrative:
Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, severely scratched display window, and cracked on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracks near the battery compartment and display window. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.